Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered 3 infusion set cannula was kinked issue. Within 3 hours of insertion. The site inserted was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-28050- device 1 of 3